Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt and check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt and check therapy electrode messages.